Event description:
The hospital reported that during testing the bom 7mm extended length endoscope it did not have a very clear picture. The fiber optic is not very good and when you look into the lens it is clear but dark.

Manufacturer narrative:
Since the device is not available to be returned to use, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).